Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on various corrective measures, including disconnecting and repositioning the tubing and attempting a bolus delivery. Reportedly, the customer changed the cartridge and successfully delivered a bolus and resumed insulin.